Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups in an attempt to gather additional information on the reported event; however, no additional information was obtained. No device was returned to olympus for evaluation. Olympus performed an instrument service history review and was unable to obtain information based on the model and serial number of the scope. The cause of the reported event could not be determined at this time; however, user handling could not be ruled out as a contributory factor to the reported event. The instruction manual for use provides several warning and caution statements in an effort to prevent patient injury. ¿never insert or withdraw the endoscope¿s insertion tube while the bending section is locked in position. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist or rotate the angulated bending section. Never perform angulation control, feed air or perform suction, insert or withdraw the endoscope¿s insertion tube without viewing the endoscopic image. Never operate the bending section, feed air or perform suction, insert or withdraw the endoscope¿s insertion tube while the image is frozen. Do not touch the light guide of the endoscope connector immediately after removing it from the light source because it is extremely hot. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion tube with excessive force if an optimum field of view cannot be obtained. Otherwise, the endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the distal tip of the scope made two internal lesions in the patient. The procedure was completed using a different device and there was no reported serious complications to the patient. The patient is reportedly doing well.